Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an internal iliac embolization procedure, the catheter tip detached within the patient. The physician had acquired retrograde arterial access and had negotiated the patient's common iliac bifurcation with an .035 guidewire and a 4f catheter. During manipulations over-the-wire within the patient's internal iliac artery the catheter tip detached. The physician decided to leave the catheter tip as this was the targeted area for embolization in preparations for a future endovascular repair procedure. The catheter tip was embolized within the patient's internal iliac. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.